Event description:
On 5/jul/2024, it was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized from (B)(6) 2024 through (B)(6) 2024 for mineral depletion (k+ and mg). Clinical follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of worsening generalized weakness, nausea, vomiting, and a poor appetite (reportedly unable to eat, drink or swallow) over the last several weeks. Hematological studies revealed the patient¿s potassium was 3.4 meq/l, and the patient was admitted and diagnosed with hypokalemia, decreased oral intake, and fatigue (no confirmation of hypomagnesemia). While admitted the patient underwent an esophagogastroduodenoscopy (egd) and was diagnosed with eosinophilic esophagitis. The patient was treated with potassium replacement (drug, dose, route, frequency, duration not provided) and ccpd therapy. The pdrn reported the patient was prescribed oral potassium chloride (kcl) 20 meq prior to admission, however the patient had refused to take the medication. Additionally, the patient had been instructed to eat foods higher in potassium, however it would appear this too did not occur. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 in stable condition and was prescribed daily oral potassium (drug, dose, duration not provided), hydroxyzine for anxiety and mirtazapine to improve the patient¿s appetite. The patient resumed utilizing the same liberty select cycler and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of hypokalemia and eosinophilic esophagitis, characterized by generalized weakness, fatigue, nausea, vomiting, and poor appetite, which warranted hospitalization and medicinal intervention. The pdrn attributed the cause of the patient¿s hypokalemia to non-compliance with prescribed medications and diet. Nonadherence to prescribed medication, diet, and fluid restrictions can cause electrolyte imbalances, the exacerbation of symptoms, poor quality of life, and repeated hospitalizations. Additionally, gastrointestinal complications (e.g., nausea, vomiting, esophagitis) are common among patients with esrd and occur in 32%-85% of patients undergoing pd. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 5/jul/2024, it was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized from (B)(6) 2024 for mineral depletion (k+ and mg). Clinical follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of worsening generalized weakness, nausea, vomiting, and a poor appetite (reportedly unable to eat, drink or swallow) over the last several weeks. Hematological studies revealed the patient¿s potassium was 3.4 meq/l, and the patient was admitted and diagnosed with hypokalemia, decreased oral intake, and fatigue (no confirmation of hypomagnesemia). While admitted the patient underwent an esophagogastroduodenoscopy (egd) and was diagnosed with eosinophilic esophagitis. The patient was treated with potassium replacement (drug, dose, route, frequency, duration not provided) and ccpd therapy. The pdrn reported the patient was prescribed oral potassium chloride (kcl) 20 meq prior to admission, however the patient had refused to take the medication. Additionally, the patient had been instructed to eat foods higher in potassium, however it would appear this too did not occur. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 in stable condition and was prescribed daily oral potassium (drug, dose, duration not provided), hydroxyzine for anxiety and mirtazapine to improve the patient¿s appetite. The patient resumed utilizing the same liberty select cycler and is recovering from the serious adverse events.

Event description:
On (B)(6) 2024, it was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized from (B)(6) 2024 through for mineral depletion (k+ and mg). Clinical follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of worsening generalized weakness, nausea, vomiting, and a poor appetite (reportedly unable to eat, drink or swallow) over the last several weeks. Hematological studies revealed the patient¿s potassium was 3.4 meq/l, and the patient was admitted and diagnosed with hypokalemia, decreased oral intake, and fatigue (no confirmation of hypomagnesemia). While admitted the patient underwent an esophagogastroduodenoscopy (egd) and was diagnosed with eosinophilic esophagitis. The patient was treated with potassium replacement (drug, dose, route, frequency, duration not provided) and ccpd therapy. The pdrn reported the patient was prescribed oral potassium chloride (kcl) 20 meq prior to admission, however the patient had refused to take the medication. Additionally, the patient had been instructed to eat foods higher in potassium, however it would appear this too did not occur. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 in stable condition and was prescribed daily oral potassium (drug, dose, duration not provided), hydroxyzine for anxiety and mirtazapine to improve the patient¿s appetite. The patient resumed utilizing the same liberty select cycler and is recovering from the serious adverse events.

Manufacturer narrative:
Correction: b5

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check, system air leak, valve actuation tests were performed and passed. A pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 5/jul/2024, it was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized from (B)(6) 2024 through (B)(6) 2024 for mineral depletion (k+ and mg). Clinical follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of worsening generalized weakness, nausea, vomiting, and a poor appetite (reportedly unable to eat, drink or swallow) over the last several weeks. Hematological studies revealed the patient¿s potassium was 3.4 meq/l, and the patient was admitted and diagnosed with hypokalemia, decreased oral intake, and fatigue (no confirmation of hypomagnesemia). While admitted the patient underwent an esophagogastroduodenoscopy (egd) and was diagnosed with eosinophilic esophagitis. The patient was treated with potassium replacement (drug, dose, route, frequency, duration not provided) and ccpd therapy. The pdrn reported the patient was prescribed oral potassium chloride (kcl) 20 meq prior to admission, however, the patient had refused to take the medication. Additionally, the patient had been instructed to eat foods higher in potassium, however it would appear this too did not occur. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 in stable condition and was prescribed daily oral potassium (drug, dose, duration not provided), hydroxyzine for anxiety and mirtazapine to improve the patient's appetite. The patient resumed utilizing the same liberty select cycler and is recovering from the serious adverse events.